Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization, uterine leiomyoma, endometrial disorder and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysphagia ("swallowing problem"), muscle spasms ("cramping which is pretty bad itself"), hiccups ("I get violent hiccups"), arthralgia ("hip pain"), abnormal uterine bleeding ("abnormal uterine bleeding") and procedural nausea ("nausea associated with essure insertion"). The patient was treated with surgery (hysterectomy with bilaleral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysphagia, muscle spasms, hiccups, arthralgia, abnormal uterine bleeding and procedural nausea outcome was unknown. The reporter considered abnormal uterine bleeding, arthralgia, dysphagia, hiccups, muscle spasms, pelvic pain and procedural nausea to be related to essure. The reporter commented: the left implant was placed in standard fashion with 3 coils visible after placement. The right implant was placed in standard fashion with 3 coils visible after placement. Concerning the injuries reported in this case, the following ones were reported via social media- swallowing problem, hiccups, cramping, hip pain. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: pelvic pain, abnormal uterine bleeding and nausea. Lot number: d01976 manufacture date: 2014-08 expiration date: 2017-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sterilization, uterine leiomyoma, endometrial disorder and paratubal cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysphagia ("swallowing problem"), muscle spasms ("cramping which is pretty bad itself"), hiccups ("I get violent hiccups"), arthralgia ("hip pain"), abnormal uterine bleeding ("abnormal uterine bleeding") and nausea ("nausea associated with essure insertion"). The patient was treated with surgery (hysterectomy with bilaleral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysphagia, muscle spasms, hiccups, arthralgia, abnormal uterine bleeding and nausea outcome was unknown. The reporter considered abnormal uterine bleeding, arthralgia, dysphagia, hiccups, muscle spasms, nausea and pelvic pain to be related to essure. The reporter commented: the left implant was placed in standard fashion with 3 coils visible after placement. The right implant was placed in standard fashion with 3 coils visible after placement. Concerning the injuries reported in this case, the following ones were reported via social media- swallowing problem, hiccups, cramping, hip pain. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: pelvic pain, abnormal uterine bleeding and nausea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: medical record received: case category upgraded to serious incident. Event 'pelvic pain' was added. Medical history, removal date, reporter information were added. Lot number added. Event abnormal uterine bleeding, nausea added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.